Manufacturer narrative:
Additional information was received that the worsening condition was not device related.

Event description:
A report was received that the patient had an open contact on her lead. The patient went to emergency room because of her worsening condition which was unknown if it was device related. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was kept by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an open contact on her lead. The patient went to emergency room because of her worsening condition which was unknown if it was device related. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.